Event description:
It was reported that the pump had unresponsive buttons. There was no reported adverse impact to the customer. No additional information was received regarding customer actions, technical support guidance, or final outcome of event.